Event description:
The patient underwent a wound washout due to a possible infection. A culture was taken, and the results were negative for infection. Reportedly, the patient was placed on immunosuppressants for another condition, which the doctor felt was likely to lead to the infection. The implanting physician washed and irrigated the wound without complications, and the patient was treated with oral and intravenous antibiotics. There was no report of patient harm or injury. The device remains implanted and functional.

Manufacturer narrative:
Mml# (B)(4). Following the ipg wound washout, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (upon patient request). The device remains implanted and functional. No actual device analysis can be performed. The device history record was reviewed, including the sterilization process. No non-conformances were found. Updated h6 and g1.

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a wound washout due to a possible infection. A culture was taken, and the results were negative for infection. Reportedly, the patient was placed on immunosuppressants for another condition, which the doctor felt was likely to lead to the infection. The implanting physician washed and irrigated the wound without complications, and the patient was treated with oral and intravenous antibiotics. There was no report of patient harm or injury. The device remains implanted and functional.